Manufacturer narrative:
As reported, the 2x40mm 155cm saber percutaneous transluminal angioplasty (pta) catheter balloon ruptured at four atmospheres (4 atm) during its initial inflation and there was a leakage of contrast media confirmed. Following the balloon rupture, the device was removed and replaced with a balloon catheter (bc) of the same size. The intravascular ultrasound (ivus) checked the lesion and a smart stent was implanted to complete the procedure. There was no reported patient injury. The device was stored in a hygiene-managed storage, was taken out from the tray and was inspected. There were no visual anomalies noted. The target lesion was the superficial femoral artery (sfa). A non-cordis guiding catheter was inserted from the common femoral artery (cfa) to make a cross-over approach and it was delivered to the lesion. A non-cordis guidewire crossed the lesion and an ivus checked the lesion and the lesion had diffuse calcification. When the saber was inserted, there was slight resistance felt when it crossed the lesion and an everest medikit indeflator was used to inflate the balloon. The device was not returned for analysis due to hospital regulation. A device history record (DHR) review of lot 17450500 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (diffuse calcification) and procedural/handling factors (slight resistance crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the information for safety in the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Section b5: addendum for additional information received: the target lesion was the right superficial femoral artery (sfa). The lesion was moderately calcified, had no vessel tortuosity and had a rate of stenosis of 95%. The vessel was an open vessel. There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the instructions for use (IFU) and prepped normally (i.e. Maintain negative pressure). An everest indeflator was used. The balloon catheter was removed easily and intact (in one piece) from the patient.the 2mm x 4cm 155 saber balloon ruptured at four atmospheres (4atm) during its initial inflation and there was a leakage of contrast media confirmed. There was no reported patient injury. The target lesion was the right superficial femoral artery (sfa). The lesion was moderately calcified, had no vessel tortuosity and had a rate of stenosis, ninety-five percent. The vessel was an open vessel. The device was stored in a hygiene-managed storage, was taken out from the tray and was inspected. There were no visual anomalies noted. There were no difficulties removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the instructions for use (IFU) and prepped normally (i.e. Maintain negative pressure). A non-cordis guiding catheter was inserted from the common femoral artery (cfa) to make a cross-over approach and it was delivered to the lesion. A non-cordis guidewire crossed the lesion and an intravascular ultrasound (ivus) checked the lesion and the lesion had diffuse calcification. When the saber was inserted, there was slight resistance felt when it crossed the lesion and an indeflator was used to inflate the balloon. Following the balloon rupture, the device was removed easily and intact (in one piece) from the patient and replaced with a balloon catheter (bc) of the same size. The ivus checked the lesion and a smart stent was implanted to complete the procedure.the product was not returned for analysis. A product history record (phr) review of lot 17450500 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and ninety-five percent stenosis may have contributed to the reported event as calcification is known to cause damage to balloon material. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17450500 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 2mm4cm 155 saber balloon ruptured at four atmospheres (4atm) during its initial inflation and there was a leakage of contrast media confirmed. There was no reported patient injury. The device was stored in a hygiene-managed storage, was taken out from the tray and was inspected. There were no visual anomalies noted. The target lesion was the superficial femoral artery (sfa). A non-cordis guiding catheter was inserted from the common femoral artery (cfa) to make a cross-over approach and it was delivered to the lesion. A non-cordis guidewire crossed the lesion and an intravascular ultrasound (ivus) ivus checked the lesion and the lesion had diffuse calcification. When the saber was inserted, there was slight resistance felt when it crossed the lesion and an everest medikit indeflator was used to inflate the balloon. Following the balloon rupture, the device was removed and replaced with a balloon catheter (bc) of the same size. The ivus checked the lesion and a smart stent was implanted to complete the procedure. The device will not be returned for evaluation due to hospital regulation.